Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as the instrument was found to have a broken pitch cable at the distal end of the instrument. Fa attributed the root cause to be related to a component failure. A review of the instrument log was performed. Per the review, the device was last used on (B)(6) 2022 on system (B)(4). The tenaculum forceps had 5 uses remaining after the last use. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted procedure, the tenaculum forceps had a frayed cable. The site proceeded to complete the procedure as planned with no reported injury. Intuitive surgical, inc. (Isi) completed customer follow-up and obtained the following information: the instrument was inspected prior to use and no damage was noted. The customer was unable to provide exact date of use and also explained there were instrument collisions observed during last use. The or staff likely swapped the instrument after the alleged issue was identified. The procedure was confirmed to be completed with no reported patient injury.